Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data review: data logs showed pump ran without issue during support. There were suction alarms triggered during the case but resolved quickly. There were no motor current (mc) spikes, abnormal placement signal (ps) or purge issues observed during support. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. Major bleed: the cause of major bleed was most likely patient condition related since the bleeding occurred at multiple sites. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of impella cp that the patient had oozing from intra-aortic balloon pump (iabp) site, nose and mouth from intubation, and oozing from impella site in left groin. Heparin assay supratherapeutic. Site soft with no signs or symptoms of hematoma. Hgb within normal range. Not starting systemic anticoagulation due to lab results. Bicarb purge fluid has been ordered but not hung, d5 still infusing through purge. Assisted bedside nurse with re-dressing site and angle matching. Iabp removed and care team having difficult time achieving hemostasis to site. One unit of blood was ordered. Groin site bleeding stopped but no alt or ptt drawn since yesterday. On 10/6 care team stated the patient¿s urine began to turn pink this morning. Concerns for hemolysis were conveyed. Provider stated he believed that the patient had hemolysis occurring. Echo ordered to verify placement and impella was weaned down. The patient successfully weaned from impella cp and did not require further use of vasopressors. Hemostasis achieved successfully with perclose x2, pulses present. The patient survived.